Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with elevated lactate dehydrogenase (ldh) and pump power (13-17 watts). The patient's inr was noted to be low, not therapeutic on admission. The patient was treated with heparin and integrilin and subsequently had a gi bleed; her hemoglobin (hgb) was 6.0. The vad coordinator also reported that the patient had a history of bleeding prior to her pump being implanted. The patient was stabilized and was given blood. Her pump parameters returned to normal. The patient was discharged to home.